Event description:
It was reported that the ilet bionic pancreas displayed an alert indicating a bluetooth communication error, and a device replacement was initiated while the user continued using the existing device. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health or medical intervention. Investigation included confirmation of the alert condition, verification of the device serial number, and initiation of standard replacement procedures with instructions for data sync, device shutdown before return, and start-up of the replacement device. Investigation of this case revealed a suspected communication malfunction consistent with a bluetooth connectivity error while the device otherwise remained functional. It was concluded, based on previously established findings for similar reports, that the cause was a device communication malfunction of undetermined root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.